Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-(B)(4). Device evaluation summary: upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. Upon initial inspection the device appears intact. No other anomalies were discovered. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable which may result in breast asymmetry, discomfort or pain. This condition has also been associated with device deflation, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Based on the information reported and/or the product investigation, there is no evidence that the issue is related to manufacturing. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture, suspected rupture. Manufacturer's reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-(B)(4). It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with a 350cc mentor memorygel breast implant and suffered left-sided capsular contracture postoperatively. Additionally, a mammogram showed that the device was ruptured. As a result, the patient underwent bilateral removal and replacement with 390cc mentor memoryshape gel breast implants (serial #(B)(4) on the right, #(B)(4) on the left) on (B)(6) 2018. Upon removal, the left-sided device was found to be intact. On 9/24/2019, mentor became aware that psr submission reference numbers (B)(4) were duplicated. Any additional event information received will be reported under this manufacturer's report number.